Manufacturer narrative:
Company representative evaluated the system and verified the problem. Corrections included replacement of the system's cd rom drive. System was calibrated and safety tested to factor's specification and was returned to the customer.

Event description:
Customer reported loss of communication between the panorama central station and wireless server due to a show storm, causing the panorama central station to shut down, which may have affected telemetry monitoring. No pt injury was reported.